Event description:
The surgeon used 4.5 ti expedium system for growing rod procedure using four screws proximal and four screws distally, connecting the rods at the center of his construct with 2 side-to-side wedding band connectors. Titanium rods were used on the right side and a cobalt chrome rod was used on the contra-lateral side. Rods were placed and intermediate tightening was performed, achieving adequate distraction. The entire construct was tightened without issue. However, when tightening the distal most screw on the left side with the cobalt chrome rod, set screw stripping occurred due to splay of the polyaxial screw head at that level. A vice grip was used to compress the screw head and final tightening of the set screw was achieved. There are no adverse consequences to the patient at this time.

Manufacturer narrative:
As indicated in the initial medwatch report, the polyaxial screw remains implanted and the patient has not experienced any adverse consequences. Complaint trend analysis found no trends have been observed for head splay involving this catalog number or product family. Visual inspection of the four returned concomitant device set screws under 10x magnification revealed that the devices had thread damage to the major diameter. One of the set screws had minor thread stripping. Reviews of the inspection records found no discrepancies. The thread damage appears to be related to the users technique. Company representatives have reviewed the event and the surgical technique with the surgeon. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The polyaxial screw remains implanted. Four concomitant device set screws have been returned for evaluation. A follow up medwatch report will be filed upon completion of the complaint investigation. Device remains implanted.